Event description:
It was reported the procedure was being performed in the clinical care unit. The catheter was being placed into the pt's left subclavian. They placed an 18 gauge introducer and advanced the wire and resistance was met. They couldn't retract the wire. As a result, the physician made a 2.5cm primary incision with a blunt dissection and then removed the wire down the muscular layer. They slowly applied caudal pressure on the chest and the wire was able to be withdrawn intact. The vessel was cannulated again and another wire was passed with no difficulty and the introducer needle was passed. The catheter was then placed without issue. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.